Event description:
A surgeon reported that a sliver of material from the iol delivery system cartridge went into the capsular bag during implantation of an intraocular lens (iol). The patient did not suffer any adverse reactions/injuries, but the particle was removed from the eye approximately one week later. The surgeon felt the event was related to a combination of the device and to his loading the iol upside down and then reloading it.